Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to alarm. Neither audible nor visual alarms were announced. No patient harm was reported.